Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 650 mg/dl. It was stated that the customer experienced blurry vision and light headedness. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was programmed correctly, except for the time and date. Assisted with correcting. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.